Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with diflucan 200 mg (route, frequency, and duration not reported) for peritonitis. Two days after the initial report, the patient's pd catheter was removed (current mode of dialysis therapy was not reported). At the time of this report, the diflucan was ongoing and the patient was recovering. No additional information is available.